Manufacturer narrative:
Device passed the displacement, self test and passed the delivery accuracy test at 0.08720 inches noted. No missing segment or partial display anomaly during test. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had received partial display. The customer¿s blood glucose level was 118 mg/dl. Customer reported that the screen turns purple when she was outside and she can read the screen at all. Customer stated that the something on the screen shows circle of the pump. Troubleshooting was performed. The insulin pump will be returned for analysis.